Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on similar complaints, a part of accessories of the subject device (injection tube, etc.) And/or silicone rubber product used in endoscopic room likely may have entered in the nozzle. As stated on the IFU and as a preventive measure, the user manual states: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced scope was returned to the service center. The evaluation could not confirm foreign material exiting the scope, however, the air/water nozzle was found clogged by foreign material; the air/water flow was within specification. Additionally, the scope failed the water leak test as the instrument channel was leaking; no fluid invasion was observed. The light guide lens and bending section cover adhesive were cracked. The control knobs and angulation were loose and below specifications. The distal end cover, insertion tube, light guide tube, control body, scope connector, and rfid labeling show signs of cosmetic wear. The variable stiffness function is not working. The scope is pending repair approval from the customer. The scope was purchased on (B)(6) 2017 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use, the evis exera iii colono-video scope was inspected and a foreign material reportedly was stuck/exited the air/water nozzle. The scope was reprocessed and went through decontamination and processed in an automated endoscope reprocessor. No further information was reported. No patient injury, harm or infection was reported.